Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the damage occurred due to user error, improper handling and application of excessive force (mechanical impact like fall, shock or similar stress). The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the telescope to olympus repair center for evaluation of a disconnected light source connector and outer tube bending. The intended procedure was a therapeutic trans urethral resection of bladder tumor procedure. The procedure was completed with a similar device. There was no delay, and no patient injury or harm has been reported. This report is being submitted to capture the disconnected light source connector defect that was reported.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found a disconnected light source connector and outer tube bending. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.